Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation reported as deflation. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, linear opening, partial delamination of valve, curved opening. A leak test was perform and were found two openings. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap), a linear striated opening on anterior side assessed as surgical damage and partial delamination of diaphram flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.